Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the driveline has a damaged outer layer. Cosmetic repair will be performed later this week.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of driveline damage was confirmed onsite by an abbott representative. On 24jan2020, the vad coordinator noticed the patient¿s driveline had a damaged outer layer. A repair was scheduled for later in the week. The driveline was repaired by an abbott representative and no further issues were noted during the repair. The patient remains ongoing on (B)(6) with no additional complaints at this time. The heartmate ii lvas instructions for use and patient handbook explain that driveline damage due to wear and fatigue occurs in both the externalized and implanted portions of the lead. Damage may or may not be preceded by visible damage to the outer layer of the driveline and has the potential to interrupt pump function. No further information was provided. The manufacturer is closing the file on this event.